Event description:
It was reported that the patient was experiencing pain at the lead incision site which was associated with tenderness at the anchor site in the lower lumbar region. It was also stated that one of the leads had high impedance. The patient underwent a procedure wherein the leads and anchor were explanted and the patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7043230. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 23254078.